Manufacturer narrative:
Investigation results: the components have been analysed visually and microscopically. The passport device itself is unused. The mentioned particle was also provided. A visual examination of the particle determined, that it is most likely came from the used poke-through tool after the (unsuccessful) usage. Therefore, the poke-through procedure was likely not carried out successfully. The device history records (DHR) were reviewed for the reported lot number. The devices were found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures, and a device is not released if it does not meet requirements or is nonconforming. Conclusion and measures: based upon the investigation results, there is no indication for a product or manufacturing failure. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination revealed, the presence of a particle. It is assumed, that the poke-through procedure in the course of the conduit loading, was not been carried out correctly. Which likely resulted, in the observed particle. Therefore, the root cause was determined, as being usage related.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with fc700su - pas-port proximal anastomosis system. According to the complaint description, a nurse noticed a plastic particle during procedure. The procedure was not conitnued with the device. There was no described patient harm. Additional information was not provided. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).